Manufacturer narrative:
Reliability analysis inspected 1 opened/used enlite sensor and performed bicarbonate buffer test per (B)(4). Sensor failed per spec due to high readings.

Event description:
Customer reported a calibration error on her insulin pump. The customer's blood glucose was 220 mg/dl. Customer also stated her blood glucose reading was 220 but her sensor glucose was 50. The customer also stated her cannula appeared to be bent. No additional information was provided.